Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet device¿s screen bezel separated, consistent with a loss of or failure to bond of the display component, and a replacement was arranged while the user maintained backup therapy with blood glucose levels unaffected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a stress-related problem affecting the display assembly that aligned with a bonding failure of the component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.